Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.